Manufacturer narrative:
(B)(4). Initial reporter email address (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2022, the patient experienced light-headed, muscle weakness, the patient was conscious but could not speak or move his body. An ambulance was called and his daughter-in-law (medical professional) injected glucose instead of paramedics because the paramedics were unable to place venous access. The patient was not taken to the hospital. At an unspecified time of the event the cgm was reading 65 mg/dl and the blood glucose reading was 35 mg/dl. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.